Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement and active current measurement. However, unit did not successfully pass the self test, as it was interrupted by pump error 75. The adapt tool was utilized to search for alarms that may have occurred in the past that might of trigger the reason for complaint. The adapt tool reveals that on 01/16/2025 two pump error 25 alarms were recorded at 22:00:00.000 and at 22:21:00.000. Two additional pump error alarms were recorded on 01/17/2025 at 02:00:00.000 and at 02:21:00.000. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had abnormal behavior during download history review. Proceeded by cutting unit open and performed a visual inspection on electronic assemblies and connectors. During deconstructive analysis, it was noted that the internal battery connector was not completely plugged in. Disconnected and reconnected the internal battery connector on j6/pcb 1, and monitored the pump. Unable to perform a second download of the unit due to corrupted history data. No moisture damage or anomalies noted on electronic assembly. Isolate to electronic assembly. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case. In conclusion, customers allegations of pump error 25 was confirmed during download history review. Pump error 25 was noted due to internal battery connector not completely plugged in. The self test was unsuccessful as it was interrupted by pump error 75. Unable to perform second download due to corrupt history data. No moisture damage or anomalies noted on electronic assembly, isolate to electronic assembly. The customers concern for cosmetic damages were also confirmed when unit was received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(power error detected), cracked case battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.